Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. According to the patient¿s parent, on (B)(6) 2025, the patient experienced nausea, elevated ketones, and vomiting. The parents treated the patient with insulin at home but as ketones continued to rise, the patient was brought to the hospital. When a fingerstick was taken the cgm reading was 118 mg/dl, and the blood glucose reading was 418 mg/dl. The patient was treated with a prescription oral medication for nausea, ondansetron. No further treatment was reported, and the patient was discharged after spending 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.